Manufacturer narrative:
H11: livanova deutschland manufactures the s5 system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical remote-controlled tubing clamp (erc) of an s5 system gave an error message during procedure. There was no patient injury.

Manufacturer narrative:
H11: through follow-up communication livanova learned that the issue remained even with changing erc. The reported issue could be confirmed. Serial read-out was extracted from the cp5 panel that was in use with the affected erc. In order to solve the issue, hek/hex boards were replaced. System software was reloaded on bubble, level, cp5 and system boards. After swapping hek/hex boards, erc was tested and confirmed that it was defective. No issues occurred after erc was swapped with a replacement unit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.